Event description:
The customer observed architect accelerator auto processing system (aps) error message 8275 (sample presentation error. Las sent sid (x), when sid (y) in sampling position). On (B)(6) 2012, the las sent sample ID (B)(6) when sample ID (B)(6) was in the sampling position. Results were generated, however, they were not reported out of the lab, therefore, there was no impact to patient management. Abbott field service was dispatched to the customer facility.

Manufacturer narrative:
No consequences or impact to patient (B)(4). Computer software issue (B)(4). Error code 8275, sample presentation error, occurred on a sample on the architect i2000sr analyzer connected to the accelerator aps. Other complaints for the occurrence of error code 8275 on an i2000sr system attached to the aps were found. The investigation report submitted by inpeco (the manufacturer of the accelerator aps device) indicates that the architect i2000sr received two consecutive "sample in position" messages without receiving a "sampling complete" message after the first sample. In total, the investigation identified three scenarios that generated error code 8275. To resolve this issue, aps software version 1.7.1 and firmware version 1.37 were released on (B)(4) 2010; however, a new complaint was received for the generation of error code 8275 following the installation of the new software on the system. The new software addressed two of the scenarios, but did not address the situation described above. Inpeco determined that the system is not functioning as intended. Root cause is not known at this time. To control the occurrence of this error on the inpeco system, a software upgrade to the architect systems is scheduled for release (B)(4) 2012, which will send results to exceptions and prevent any patient results from being reported. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The current versions of the architect system operations manual and the accelerator aps operations manual both contain information to address the customer's current issue regarding error code 8275 and sample presentation errors.